Manufacturer narrative:
The glidescope video monitor (gvm) was returned to verathon for evaluation along with a glidescope titanium lopro t4 reusable blade. A verathon technical service representative evaluated the returned video monitor but was unable to confirm the reported image issue. The customer's monitor when connected to known, good, test equipment, produced a normal image. The camera image quality test was performed and passed. The verathon technical service representative evaluated the returned glidescope titanium lopro t4 reusable blade and confirmed the image issue. When the customer's titanium lopro t4 blade was connected to known, good, test equipment, the titanium lopro t4 would intermittently cease to be recognized. The camera image quality test was performed and failed. The technical service representative attributed the "no image / intermittent image" issue to blade failure. Upon completion of the evaluation the glidescope video monitor (gvm) was returned to the customer and the glidescope titanium lopro t4 reusable was returned "as-is" per request by the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the image flickered and the monitor displayed a message to connect a blade. By trying different blades and a different cable, the customer was able to narrow the image problem to the gvm monitor. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.